Event description:
It was reported via a user facility medwatch that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The anatomy location, vessel and lesion characteristics are unk. The 3.0 x 20 mm maverick monorail catheter balloon was reported to have ruptured at 10 atms. It is unk during which inflation the event occurred nor the duration and number of inflations. No pt complications were reported. Add'l info regarding this event has been requested.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.